Event description:
It was reported that the foley catheter fell out of a patient due to the balloon tear on the 3rd day after placement. Another foley catheter was placed on the day. It was further reported that the foley catheter fell out of the patient due to balloon tear on the 4th day after placement. Per follow up via (B)(6) on 10nov2020, there were no missing pieces of the balloon and there was no impact to patient.

Manufacturer narrative:
The reported event was confirmed - cause unknown. The failure was caused by the misuse of the product. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "catheter is pre-connected to ez-lok, and the connecting part is covered with red seal (tamper-evident seal). Remove the seal by grasping the tab at the end of the seal and pulling along perforations, and then disconnect the catheter and the tubing using aseptic technique. (Fig. 9) 2. Precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall. (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (8) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. (9) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] (10) when disposing of urine, observe the following; 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing. (11) when using statlock® foley, observe the following; 1) do not use the statlock® device where loss of adherence could occur, such as with a confused patient, unattended access device, diaphoretic or nonadherent skin. 2) minimize catheter manipulation during statlock® stabilization device application and removal. 3) do not use the statlock® device for patients showing allergic reaction to tape or adhesive. 4) conduct skin assessment prior to application and repeat daily per facility protocol. 5) the statlock® device should be assessed daily and changed when clinically, indicated, at least every seven days. 6) after placing the statlock® device, allow to dry completely (10-15 seconds) due to alcohol included in skin protectant. 7) use alcohol pads when removal. Do not pull or force pad to remove." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of a patient due to the balloon tear on the 3rd day after placement. Another foley catheter was placed on the day. It was further reported that the foley catheter fell out of the patient due to balloon tear on the 4th day after placement.